Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported failure of insufflator not working was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: (1) a flow issue and (2) a manifold unit failure. Based on the results of the investigation: (1) flow issue: device inspection results showed that the phenomenon was reproduced, and a contributing manifold unit failure was confirmed. Therefore, it is presumed that the cause was the inability to properly control gas delivery due to a failure in the tubing components. (2) manifold unit failure: based on the information available, the root cause of this malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufflator not working. The issue was identified service / maintenance. There were no reports of patient involvement.